Event description:
It was reported that the patient was unable to charge their implantable pulse generator (ipg) of the deep brain stimulation (dbs) system causing their preexisting parkinson's disease symptoms to return after having undergone an electrical cardioversion procedure. Attempts to connect the remote control and a clinician programmer were made but were unsuccessful. It was stated that the procedure was thought to have damaged the ipg. The patient underwent a procedure in which the ipg was replaced and is doing well post operatively. The ipg will not be returned by the facility for analysis.